Event description:
It was reported that during a pci procedure, the tip of the pt2 moderate support guide wire fractured inside of the patient. The 90% stenotic lesion was located in the left circumflex (lcx) coronary artery. The physician successfully performed the pci of lcx lesion however, it was noted that the tip of pt2 moderate support guide wire had fractured and remained in the pda. The fractured tip was successfully retrieved with a snare. Patient status was listed as "good".